Event description:
The volunteer at the front desk was opening the bariatric wheelchair. When she pushed down the seat, she pushed it down holding onto the outside of the seat rather than the hand bars on the chair. Because she had her hands around the sides of the seat, the seat snapped her finger in the chair on the right side, smashing the ring finger. Laceration resulted and required sutures.